Manufacturer narrative:
Unique device identifier (UDI): for type of device: device, cystometric, hydraulic.

Event description:
At the "y" where the two catheters meet, it was leaking from there...we were unable to use, there must have been a small hole in the tubing at that point.

Event description:
At the "y" where the two catheters meet, it was leaking from there...we were unable to use, there must have been a small hole in the tubing at that point.